Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).

Event description:
This x-ray system had a geometry error causing a geometry reset during the pt's catheter procedure. The pt was in a critical state and died during the procedure.